Manufacturer narrative:
As a result of a retrospective review of events that occurred in japan and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. The catalog number identified has not been cleared in the us, but is similar to the cto crosser recanalization catheter products that are cleared in the us. The 510 k number and pro code for the cto crosser recanalization catheter products are identified. Accordingly, this event has been determined to be MDR reportable. A complete manufacturing review could not be conducted as the investigation is lot number unknown. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the root cause could not be determined based upon available information. It is unknown whether patient factors and/or procedural issues contributed to the event. Labeling: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after activating the device for five minutes in a severely calcified lesion in the posterior tibial artery, the catheter became stuck in the lesion and was allegedly difficult to remove. The catheter was removed from the patient. There was no reported patient injury.